Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00127: screw, 3025141-2020-00145: plate.

Event description:
While implanting aculoc 2 vdr plate, the driver tip broke off in the head of one of the screws. The driver tip could not be removed and was left implanted.